Manufacturer narrative:
Device information updated per correction.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, lot# l59492, implanted: (B)(6) 1999, product type: lead. Product ID: 3887-33, lot# l59492, implanted: (B)(6) 1999, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer representative that the system stopped working. When the patient had a pump implanted, the surgeon told him that the leads were broken. No diagnostics or troubleshooting, or actions/ interventions were performed. The issue was not resolved. Relevant medical history included chronic pain, and failed back surgery syndrome. Surgical intervention had not occurred, nor was it planned. Follow-up was performed to determine what troubleshooting was performed, the cause, and what steps were taken to resolve the reported event. This event will be updated if additional information is received.